Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis, which precipitated a transition to hd therapy. Per the pdrn, the event was unrelated to the utilization of the liberty select cycler; however, limited information precludes an extensive investigation. The etiology of the event is currently unknown, and the patient¿s liberty select cycler or liberty cycler set are unavailable for manufacturer evaluation. Based on the totality of the information available, the liberty select cycler and liberty cycler set cannot be excluded from having a possible causal or contributory role in the event. Given the lack of product availability for manufacturer evaluation, and the absence of detailed follow-up. There is insufficient evidence to disassociate the liberty select cycler or liberty cycler set from the event.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was transitioned to hemodialysis (hd) due to peritonitis. The patient¿s peritoneal dialysis registered nurse (pdrn) stated the peritonitis was unrelated to the liberty select cycler. The patient is reportedly tolerating hd therapy well and is recovering from the event. Additional information was requested, however to date has not been received.